Manufacturer narrative:
The device was returned as part of the asset return process in addition to the reportable findings documented in b5, the following nonreportable findings were; due to clogging of jet tube in control unit, water could not be supplied, due to a scratch on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value, due to wear of angle wire bending angle in down direction did not meet the standard value, light guide bundle had breakage, and the adhesive on the bending section cover rubber had wear. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus asset, colonovidescope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that jet tube had foreign objects. This report is being submitted for the reportable malfunction found during evaluation. There was no report of patient harm, procedural delay, injury, or patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material in the tube could not be established. The event can be detected and prevented by handling the device in accordance with the instructions for use: - gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.